Manufacturer narrative:
Initial reporter address: university of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The issue was identified before patient use; further stated as ¿leak happened upon receival¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from november 4, 2021 - november 8, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the device was found to have an untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.